Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant the device is pacing but did not appear to be capturing. The device remains in use. No patient complications have been reported as a result of this event.